Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, after deploying the second anchor, the suture removed entirely when pulling the suture tail to tighten the knot, as if the preloaded knot wasn¿t there. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images found a chart stik label for a fast fix flex device and an image of the label confirming the reported product information for the fast fix 360. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found each lot of suture must be accompanied by material certification of analysis and has specified storage requirements. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include contact with another source or unintended stress applied to the suture. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.